Event description:
A surgeon reported an exchange following an intraocular lens (iol) implantation, due to the pt experiencing glare. The iol was replaced with a monofocal lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaint reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been returned. (B)(4).